Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue, utis and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent gynecological procedure and mesh was implanted concurrently with cystoscopy and excision of vaginal mass due to sui. It was reported that following insertion the patient experienced urinary problems.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced thick white vaginal discharge, vaginal burning, irritation, dryness, dyspareunia, vulvovaginitis, difficulty in voiding, slow urinary stream.